Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for next generation sequencing of rh gene (proximal promoter, exons 1 to 10 and portions of introns). Sequencing found a variant in rhce gene, rhce: c.486+1g>a. This variant is a null allele described in isbt database as rhce*cen.03 (numerical code: rhce*02n.03) associated with a phenotype c-e-. ID core xt reported a predicted c+ phenotype, but the rhce*cen.03 null allele, not interrogated by ID core xt, is found associated with a c negative phenotype. This false positive result obtained by ID core xt is considered a discrepant result. This limitation is covered by the general assay limitations described in the ID core xt package insert (limitations 1 and 10).

Manufacturer narrative:
The investigation is still on-going. No conclusion is available for this malfunction.

Event description:
The customer reported a possible discrepancy. The serological phenotype was c-, c+ and the ID core xt genotype suggested a phenotype of c+, c+.